Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. The pump was monitored and no frozen screen, audio/beep anomaly or constant tone alarm noted during testing. All buttons functioned properly and no damage on the keypad assembly was noted. Inspected the keypad connector on the lcd and no unlocked keypad connector was noted. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that none of the buttons were responding. The customer's blood glucose was 375 mg/dl at the time of incident. The customer mentioned that the insulin pump started making a constant tone. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.